Event description:
The patient experienced dizziness prior to turning autocapture off. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported unspecified symptoms and further testing revealed bradycardia during autocapture test. The autocapture function was turned off. Additional information has been requested.